Manufacturer narrative:
As returned, and after eto decontamination, it was verified that the returned codman lumbar catheter p/n 82-1707; lot # 238595 was attached to a non-codman drainage system. During the visual inspection it was observed that the catheter was damage with a cut at approximately 1 1/4" from the distal tip, and also at the proximal end of the catheter with two small holes where the connector and suture are located. Complaint is confirmed. The cause(s) of the damages could not be fully determined; however, it appears to have been inadvertently damage by the customer during use. A lot history records review for p/n 80-1707; lot # 238595 was conducted and it was verified that all products in this lot number were conforming to the required specifications when released to stock on may 31, 2012. A complaints records review was also conducted, and it was verified that at the present date this is the first complaint reported for this lot number, for this type of issue, and it is considered to be an isolated incident. Trends will be monitored for this or similar complaint. At the present time, this complaint is considered closed.

Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.

Event description:
(B)(4). During drainage's removal, the surgeon noted a laceration not present before its application. No patient adverse consequences have been reported.